Event description:
Event details: it was reported that when a spike was punctured into the infusion set, the medication leaked out from the side where the spike was punctured. (Infusion bottle terumo soldem).

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr 13980711 follow up MDR for device evaluation: one IV bag assembled with a spike connector was provided to our quality team for evaluation. Functional testing was performed and a leakage between the spike and IV bag was observed, noting the stopper of the IV bag is torn. Additional evaluation determined that the spike diameter was too large for use with this IV bag. All products undergo visual and functional inspections throughout the manufacturing process to ensure device quality and performance, including verification that all critical dimensions meet specification. A device history review was conducted for lot 2507506, and no deviations or nonconformances related to the reported concern were identified. All records confirmed the product met specifications, with no issues noted. Bd has reviewed this report and identified a potential trend related to this concern. While we have confirmed that our product is manufactured to approved specifications, a project has been initiated to further investigate and address this matter. Complaints received for these devices and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.